Event description:
Complainant alleged that during the biomedical department's routine testing and preventative maintenance of the device, the main switch that controls energy selections was found to be out of alignment. The complainant indicated that there was no pt involvement in the reported failure.